Manufacturer narrative:
(B)(4). Additional attempts to obtain information and the device have been made. A supplemental report will be submitted with new details if they become available.

Event description:
According to the reporter: during a total lap hysterectomy (tlh), the device was being used to close the cuff in a tlh. The surgeon was able to stitch the cuff and take two backwards bites. On the third backwards bite the needle fell out and stuck into the cuff. The surgeon was able to retain the needle and cut the reload flush with the skin. There was no patient injury or hazard. Additional information has been requested but not yet received.

Manufacturer narrative:
(B)(4). Sulu not returned.

Manufacturer narrative:
Report for (B)(4). This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, and an evaluation of the returned device. The reported conditions for this incident were needle disengaged and component disengaged into cavity (retrieved). A needle was received. The visual inspection of the device noted no witness marks from the needle tip impacting the beveled wall surrounding the needle receptacle, indicating proper alignment of the jaws when toggling the needle. No plastic shearing of the toggle switch was noted. The visual inspection of the needle received noted witness marks on the cone. The device functioned properly when applied through layers of test media. Pressure was exerted on the needle in all directions and from both sides of the jaw to simulate clinical conditions. No difficulty was experienced in loading, unloading, or toggling the needle. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.